Event description:
Pt in surgery for essure placement via hysteroscopy. During hysteroscopy, the openings to both tubes were identified. One essure device was opened, and placed in position with the black indicator noted at the ostium. The device was depoyed. After deployment, there were no coils visualized in the uterus. The surgeon elected to proceed with diagnostic laparoscopy and bilateral tubal ligation.